Event description:
It was further provided that the client was able to fill the pump ¿be it just did not proceed the content.¿ the client was unable to tell which alarm occurred but that he noticed the alarms after explant. The pump was running filled all the time with either medication or saline. Further clarification was requested regarding being admitted on 2014 (B)(6) for a pump check it confirmed that the pump check took place in a hospital. No further clarification was provided on this. The pump had only been explanted but not replaced and the patient was now on oral medication. The cranial bleeding has no connection to the pump system. The patient¿s current status was not provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump (sn (B)(4)) found overinfusion was due to an undetermined root cause. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Per the deviation, the pump was subjected to computed tomography (CT) scan and possible long-term dispense and weight testing, using the last known infusion rate from full to empty. The analysis outcome was added and reports; as received, the pump was running in simple continuous infusion mode. The pump logs indicated a low and empty reservoir occurred in (B)(6) 2015 and a motor stall and motor stall recovery occurred on (B)(6) 2014 while the patient was in the hospital and having the pump evaluated. Analysis interpreted the complaint as more volume left in the pump than what was expected, meaning the hcp pulled out 40 ml but expected less. The catheter was not returned, therefore, analysis cannot conclude that the catheter was occluded causing no flow of fluid. No motor stall seen that would explain no fluid flow. The infusion history was checked for periods of the pump being stopped. No anomalies noted. Dispense testing showed a slight overinfusion on one of the tests. The pump was dispensing fluid but because of the slight overinfusion seen on one of the tests, the pump will be coded for overinfusion.

Event description:
It was reported, the pump did not work properly and was not able to be refilled (with medication). It was unknown if diagnostic testing or troubleshooting occurred. It was also unknown if the patient experienced any symptoms or what the patient¿s status was at the time of the event. Further details noted that the patient was involved in a motor vehicle accident on 2014 (B)(6) with no abnormalities of the pump after this. The last ¿top-up¿ (refill) dates without any problems were on 2014 (B)(6), 2014 (B)(6) and 2014 (B)(6). The patient had experienced a cranial bleed in (B)(6) 2014. During her inpatient stay, the pump was drained and filled without any reported problems. At a further review on 2014 (B)(6), the residual volume of the medication pump was aspirated; this being 40 milliliters (ml). This raised the suspicion that the medication pump had malfunctioned. The pump was not¿ topped up¿ again by the attending physician. The patient was switched by the general practitioner to hydromorphone tablets and admitted for checking of the pump function on 2014 (B)(6). The read-out of the medication pump data showed that it had been running without filling for a long time and the reservoir alarm had triggered. The medication pump was punctured and drained under sterile conditions. Approximately 40 ml of clear fluid was removed from the reservoir. The medication pump was ¿topped up¿ again with 40 ml of nacl 0.9% and a flow rate of 6 ml/day was programmed. The medication pump was punctured again after several days and the residual volume found was compared with the calculated residual volume. On drainage of the pump, a residual volume of 40 ml was noted, making a fault with the medication pump likely. The pump was refilled with nacl0.9% with a minimum flow rate programmed and ultimately explanted on 2015 (B)(6). This device system delivered morphine. Additional information was requested to clarify patient symptoms, resolution and current patient status. Should additional information be received a supplemental report will be filed.